Event description:
It was reported that an asymptomatic presented in the clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced due to normal elective replacement indicator on (B)(6) 2014.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4) .